Event description:
Pt presented to ER with redness around pacemaker site. The area of redness has spread from pt's left subclavicular region just above the pacemaker pocket down to left costal margin and to the left substernal region and the midaxillary link. Pt underwent pacemaker and lead explantation.